Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) flow was inaccurate. As mitigation a different external blender was used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the electronic patient gas system (epgs). The unit operated to the manufacturer's specifications. During laboratory evaluation, the product surveillance technician (pst) observed the epgs to pass all verification and release testing. He did not observe any gas flow inaccuracy issues. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint could not be confirmed. During testing of the device at the service center, the service repair technician (srt) was not able to duplicate the reported issue. The srt powered up the electronic patient gas system (epgs) and ran the oxygen (o2) analyzer calibration. The o2 analyzer calibrated successfully. The epgs passed all testing and was reconditioned. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.